Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications and identified no failure. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that there was corrosion on electric motor due to improper cleaning/care. It was determined that this was a non-failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a unspecified veterinary procedure, it was observed that the small battery drive device had intermittent operations for the last few surgeries. The malfunction was noted in previous surgeries but was not reported. It was unknown whether there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.